Manufacturer narrative:
Investigation conclusions.

Manufacturer narrative:
According to the customer, when the patient was using the comfort flow plus for "copd" requiring high flow therapy it "disconnected at the nasal cannula" on (B)(6) 2023 after "6 days" of use causing the patient to become "hypoxic". The customer reported as a result of the reported incident, the patient required a "non-rebreather" in order to get their oxygen saturation "up" and the cannula was replaced. The customer reported the patient was intubated "the next day". Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when the patient was using the comfort flow plus for "copd" requiring high flow therapy it "disconnected at the nasal cannula" on (B)(6) 2023 after "6 days" of use causing the patient to become "hypoxic".